Event description:
It was reported that the patient had 2 or 3 urinary tract infections (uti) in the last couple months. Per follow up via phone on (B)(6), 2023, customer was hospitalized for the urinary tract infections (utis) at one point and was septic. Customer was then told to stop using the catheters by their doctor and prescribed antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode "biocompatibility issues (self limited bleeding, skin irritation, uti)" and a potential root cause for this failure could be "unsuitable material'. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿description the bd ready-to-use hydrophilic catheter is a single use, disposable polyurethane catheter. It comes with a pre-applied water-soluable coating to assist in the navigation of the urethra. Ready-to-use hydrophilic catheters do not require the addition of water or waiting for the coating to activate. Indications for use bd ready-to-use hydrophilic catheters are indicated for intermittent catheterization of the urethra for those individuals who are unable to promote a natural urine flow or for those individuals who have a significant volume of residual urine following a natural bladder-voiding episode. The catheter is inserted into the urethra to reach the bladder allowing urine to drain. Contraindications the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: 1. Federal (USA) law restricts this device to sale by or on the order of a physician. 2. The catheter is for intermittent use only. 3. Sterile if package is unopened or undamaged. 4. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. 5. Do not use the catheter if there is no water inside the inner packaging or if the product is past its expiry date. 6. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. 7. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 8. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). 9. The indwelling time of the bd ready-to-use hydrophilic catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra. 10. The catheter is for single use only and must then be discarded. Note: store catheters in a cool and dry place. Instructions for use instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: us federal law (USA) restricts this device to sale by or on the order of a licensed healthcare practitioner.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had 2 or 3 urinary tract infections (uti) in the last couple months. Per follow up via phone on 07july2023, customer was hospitalized for the urinary tract infections (utis) at one point and was septic. Customer was then told to stop using the catheters by their doctor and prescribed antibiotics.